Event description:
"The pe inlay cannot be pushed completely onto the tibia. A small gap remains. In flexion, the pe inlay then pops out without much force." And "extension of surgery time by 20 min. There was a second pe inlay in the hospital, but it had to be retrieved from the external storage."

Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® fb+ ps pe-insert hyperflex sz. 5/10 mm could not be connected with the corresponding tibial component during the implantation surgery. An alternative pe-insert had to be used and the implantation could be successfully completed. Optical examination of the pe-insert in question was not possible, as the explant is not provided yet. The manufacturing documents, instructions for use and description of the surgical technique were checked and no deviations were found. In conclusion, the available data are not sufficient to identify the root cause of the incident. The incident was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the pe inlay cannot be pushed completely onto the tibia. A small gap remains. In flexion, the pe inlay then pops out without much force." And "extension of surgery time by 20 min. There was a second pe inlay in the hospital, but it had to be retrieved from the external storage."

Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® fb+ ps pe insert hyperflex sz. 5/10 mm could not be connected with the corresponding tibial component during the implantation surgery. An alternative pe-insert had to be used and the implantation could be successfully completed with an extension of the surgery time by approximately 20 min. Optical examination of the pe insert in question revealed a notch at the top of the anterior region, which probably result from the attempts to insert it into the tibial component using the impaction instrument. The deformation of the snap-in edges at the bottom of the pe insert suggest that it was not inserted correctly from anterior into the tibial component before impaction, as it is stated in the corresponding surgical technique. The pointed/beak-like shape of the snap-in edge corresponds to the deformation also observed in internal studies, which occurs when the impactor is placed vertically from above on the pe insert. It is no longer possible to engage the pe insert in the dovetail of the tibial component due to this deformation. The manufacturing documents, instructions for use and description of the surgical technique were checked and no deviations were found. In conclusion, the available data indicate that the incident was not caused by a defective product, but by inappropriate application by the surgeon. The incident was assigned to the hazard "incompatibility" in the associated risk management.